Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact in the video connector was corroded and light guide bundle was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initially reported malfunction: components failure of universal cable. The corroded electrical contact in the video connector was caused by a component failure of electrical contact in the video connector and the broken light guide bundle was caused by a component failure of the distal end of the video telescope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the rigid video scope presented an image anomaly. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.